Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin 1 gram intraperitoneally as a loading dose and fortum 1 gram (route not reported) as a loading dose for the peritonitis event. On an unreported date, the patient began treatment with vancomycin injection 50 milligrams in each bag intraperitoneally (specific frequency and duration not reported) and fortum injection 500 milligrams in each bag intraperitoneally (specific frequency and duration not reported) as maintenance doses for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovered from the peritonitis event and the peritoneal effluent was clear. No additional information is available.